Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the console was field serviced and analysis identified that the bobbin and laser tube were damaged. The reported device performance allegation was confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console did not pass auto-inspection during the procedure. Therefore, the procedure was not completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.